Manufacturer narrative:
Approximate age of device- 4 years, 11 months. A portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. Additionally, the pump is expected to return for investigation following a pump exchange. It has not yet been received. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported the patient paged the clinician with concerns of driveline disconnect and pump off alarms. Patient was asymptomatic and reported the green lights never turned off. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. This behavior is indicative of potential issues with the percutaneous lead (driveline). The issue appears to be occurring on battery. X-rays were submitted on 02/03/2019 and were unremarkable. Technical services performed a distal end percutaneous lead replacement on (B)(6) 2019. Clinician reported the patient was stable awaiting replacement. Alarms have not resolved but are not consistent. The external portion of the percutaneous lead is expected to return for evaluation. Additional information received on 02/05/2019 reported one pump stop event did occur on (B)(6) 2019 post replacement indicating drive line damage may be internal. On (B)(6) 2019, it was reported the patient has experienced additional pump stoppage events. A successful pump exchange took place on (B)(6) 2019. The pump is expected to return for investigation. No additional information has been provided.

Manufacturer narrative:
Manufacturer's investigation: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed driveline (dl) wire damage that could have contributed to the reported event. Additionally, there was an incidental finding of cosmetic damage to the silicon jacket of the driveline. Approximately 19.5¿ of the distal portion of the patient's driveline (dl) was replaced through work order # (B)(4) on 04feb2019. Electrical continuity testing of the 19.5¿ segment of driveline was conducted and all wires were found to be electrically intact. A tape repair was present approximately 3-12.5¿ from the metal connector. Upon removal of the tape, tears to the outer silicone jacket were observed approximately 3-11.5¿ from the metal connector. The silicone sleeve, clear bionate, and metal braided shield were removed. Visual inspection of the underlying wires found breaches to the insulation of the yellow wire (approximately 2.75¿ from the metal connector) and orange wire (approximately 13.5¿ from the metal connector). The yellow wire redundantly supports motor phase 1 and the orange wire redundantly supports motor phase 3. The observed damage appeared to be a result of repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Evaluation of the submitted log files confirmed additional low speed events and pump stops on 07feb2019, 08feb2019, and 09feb2019 (after the distal end driveline repair). Vad-14160 was exchanged on 13feb2019. The pump was returned assembled with the driveline (dl) cut approximately 8.5¿ from the pump housing and 30.5¿ of the distal end of dl was also returned. Evidence of the previous driveline repair was present on the distal end of dl. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft and outflow graft bend relief were returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Evaluation of the blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations. The silicone jacket, clear bionate, and metal braided shield of the 8.5¿ pump-end segment and 30.5¿ distal end were removed to examine the underlying wires. Visual examination of the wires of the 8.5¿ pump-end segment revealed breaches to the insulation of the yellow, orange, red, brown, and green wires, approximately 6.5-7.5¿ from the pump housing. The yellow and green wires redundantly support motor phase 1, the brown wire redundantly supports motor phase 2, and the red and orange wires redundantly support motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a phase-to-phase short if the exposed conductors from any of the wires and exposed conductors from a different phases¿ wire(s) made simultaneous contact with the braided shield on either the power module or battery power. These alarms also could have resulted from a short to ground if the exposed conductors from any phases¿ wires made contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A short to ground would have also occurred if the exposed conductors of any of the breached wires contacted the braided shield while the patient was supported by the power module. The patient received a pump exchange and remains ongoing on lvad support. The heartmate ii lvas patient handbook (document #10006962, rev. B) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.